Event description:
It has been reported that during a patient use event, the device began to alert the user to an issue with the device. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Replacement pads resolved the issue.

Event description:
New information received confirms this is not a patient use case. It has been reported that during a patient use event, the device began to alert the user to an issue with the device. The patient outcome is unknown.